Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified solution at an unspecified rate via a symbiq pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal clave y-site on the primary tubing set. The secondary infusion was for piggyback delivery of an unspecified concentration of rocephin to infuse over ninety minutes. The primary solution container was lowered below the secondary solution container. After an unspecified length of time, the nurse noted the rocephin "went in faster" than expected. It was reported that the nursing staff indicated that it was possible that the secondary solution backflowed into the primary solution's container. The tubing sets and the pump were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Info was requested from the customer regarding when the rocephin was noted to be infusing "faster" and if the primary solution container was noted to be fuller than it was at the beginning of the infusion; however, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the info known by the rptr upon query by hospira personnel. (B) (4).